Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they hadn't used the device in a while because the device wasn't working correctly. Patient stated that they went for an MRI today and wanted to turn the device back on, however the device said neurostimulator battery empty with service code 302. Agent reviewed screen meaning/eos with the patient. Pt said that they were told that the ins battery would last forever. Agent reviewed with the pt that the ins battery longevity was dependent on therapy settings/usage. Agent redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: additional information reveals that the event date was "greater than 6 months" ago. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fax received from healthcare provider (hcp) reports that the patient reported dead battery to them in (B)(6) 2024. Hcp reports patient stated they had not used their scs in greater than 6 months due to it being ineffective, so the patient was unsure when/how it died. Hcp reports they do not know further details (cause, contributing factors, action, resolution, if the battery longevity calculator was used, or patient's programmed settings) about this event as the patient cancelled their appointment on (B)(6) 2024, to discuss these issues with a manufacturer representative (rep) present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen numerous times for reprogramming. Their device and electrodes were working well and functioning before eos. Patient felt that the therapy was no longer giving them pain relief even after reprogramming. The longevity calculator was used. In oct 2023, the longevity calculated battery estimate at 2 more years but this was before the patient upped their amplitudes. Patient was absolutely told his battery would deplete with higher amplitudes. Patient was on a dtme programming at last programming.